Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and identified a defective generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the product involved with the alleged issue to perform failure analysis. As of the date of this report, the failure analysis testing is still in progress.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the erbe generator displayed error code c-34. The customer received phone assistance from the technical support engineer (tse). The user performed troubleshooting by power cycling the generator; however, the issue persisted. The issue was resolved after troubleshooting. No further issue was observed. The user continued with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the issue was resolved through troubleshooting by exchanging to another generator.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa). The vio dv integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced. Fa confirmed c-34, c-00, and m-11 errors in the logs. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents.

Manufacturer narrative:
The unit was sent to and evaluated by the original equipment manufacturer (OEM). Initial fa findings were confirmed and reproduced. Troubleshooting led to a malfunctioning hf generator pcb to be the cause of the failure and once replaced, the error ceased. Unrelated to the reported issue, the front frame had a hairline crack on the top corner, so it was replaced.

Event description:
Refer to h10/h11 for follow-up information.